Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported that the patient returned to the surgeon with pain and a clicking movement and pain within the area of the rib. The surgeon performed x-rays and saw that the rib had broken next to the most distal part of the plate. It was also reported the plate incidentally broke during the removal surgery. No other adverse patient consequences were reported.

Manufacturer narrative:
Additional information regarding this event was received on 27 june 2024 that according to the surgeon nothing specifically happened (e.g. Patient fall or trauma to the area) that would have resulted in the fracture, just that the patient started experiencing pain. The surgeon resected part of the rib that had fractured and was left to heal as the other ribs had been plated, and the surgeon felt there was enough stability. It was reported the patient is doing well. The reported plate and three (3) screws were returned for evaluation. All three screws were in good condition but did show signs of usage. Some anodization was missing, and there was damage to the driver recess. The returned plate was broken into 2 pieces as received with part of the plate completely fractured off at the plate zone that compresses. Per the reported event, the plate breaking and damage to screws was during the removal/ explant process. It is unclear how the plate contributed to secondary fracture experienced by the patient. Therefore, no definitive conclusion could be made. Corrected data: patient age to 48 years. Type of investigation code updated to 10 and 3331. Investigation findings code updated to: 213. H10 updated with related report numbers.